Manufacturer narrative:
(B) (4).

Event description:
It was reported, the patient's pump "blew-up in her body," and she had to have an emergency surgery to take it out. The patient's spouse was concerned that she could have had an "infection in her spinal cord". The patient's spouse also stated the patient appeared to have gotten "worse with the pump on dilaudid and it destroyed her body". Additional information received from the hcp indicated the patient experienced wound dehiscence, with fluid and blood leaking from the old pump incision. Two months previously, the pump was refilled with saline due to patient management issues. The hcp recommended removal of the pump in order to better address other medical issues. There was no indication of infection in the records, nor was there any mention of the pump exploding. The system was explanted. A follow-up report will submitted if additional information becomes available.